Manufacturer narrative:
(B)(4). Batch # n56421. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received with the one piece sled detached and unfired making it nonfunctional. Upon evaluation of the cartridge, the cartridge deck was noted damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. It should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a surgery of esophageal cancer procedure, they inserted the device into the trocar and found they could not open the jaw; felt the firing trigger was loose. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.